Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair surgical procedure on (B)(6) 2016 and the mesh was implanted. The patient experienced hernia recurrence beginning on (B)(6) 2016 and the event severity was moderate. The hernia recurrence was resolved on (B)(6) 2017 with re-operation. It was also reported that the event is related to the mesh device and registry procedure. Additional information will be requested.